Event description:
It was reported the customer received a no delivery alarm on their insulin pump. It was also reported the customer was experiencing a high blood glucose of 430 mg/dl. Customer had treated their blood glucose with a bolus delivery. It was also found the customer's no delivery alarm was resolved with a complete infusion set change. Customer declined to troubleshoot for their high blood glucose. Advised customer to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.